Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a red screen fallback fault warning. This observation was made as the device was deactivated at the physician's request, due to the patient's advanced age and physical condition. It was reported that this patient had likely received radiation therapy, but that the device had also recently delivered a shock. A guidant technical services (ts) consultant recommended returning the device for analysis.